Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: any concerns with staple formation at the time of the firing of device? Unknown. Any clips used in the area of the pulmonary artery branch? Homlock. What hemostatic material used to control intra operative bleeding in the initial procedure? Hemostatic gauze (non jnj). What was done during reoperation to control the patients bleeding? Open operation and manual sewing. Current patient status? Discharged.

Event description:
It was reported that during the unk surgery, after a fire on left superior lobar proper artery, noted bleeding. Used pressure hemostasis and hemostasis material to control the bleeding and then closed the chest. Later on, noted massive bleeding on patient. Reopened chest and found the staples malformed. The patient was transferred to ICU after the rescue.